Manufacturer narrative:
The user replied to dario's troubleshooting email, where it was determined that the user was not using the same blood sample or test strip to test her bg readings. In addition, the user also replied in the email, that she touches the testing site of the test strips. Dario's user guide states in the section test strip precautions: "do not touch the yellow testing site when handling the test strip". While on the phone with dario's representative, the user reported that she had opened two additional strips cartridges, and they both gave her inconsistent bg readings. The user also mentioned that due to the above, she has now begun testing her bg level with her other dario meter, where she is receiving bg readings that she reported are in normal range for her. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high and inconsistent bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 30th, the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving from her dario meter the following fasting bg readings: 108 mg/dl, 124 mg/dl, and 227 mg/dl, within a period of approximately one hour. The user reported that following the above, she tested her bg readings with her other dario meter, which gave her consecutive readings of 98 mg/dl and 106 mg/dl.